Manufacturer narrative:
UDI: (B)(4). The expiration date is currently unavailable. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the sales rep that during an unknown procedure on (B)(6) 2021, it was observed that the hub on the vapr tripolar 90 suction electrode device came off inside the patient´s body. The fragment was retrieved. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: according to the information received, it was reported that during an unknown procedure the hub of the vapr tripolar90 suction electrode came off inside the patient´s body. The fragment was retrieved. No patient consequences or surgical delay reported. The complaint device was received and evaluated in juarez laboratory. Visual inspection revealed that the gray cover on the tip is not attached. The piece was returned. The electrode is in normal condition, any anomalies on the device could be observed. The cable is in good condition as well as the connector and pins. The device will be sent to manufacturer for further evaluation. The vapr tripolar 90 suction elect was returned to manufacturer for evaluation. The manufacturer conducted visual inspection and functional test of device received by customer. The visual inspection revealed that the device has not been returned in its original packaging. The device active tip is in a used condition. The cut return cap has become detached from the ceramic. The cut return cap has been returned for evaluation. There is glue visible on the internal surfaces of the cut return cap and there is very little evidence of return wire weld on the cut return cap. Finally, no visible signs that shaft had experienced excess loads. Electrical and functional testing not performed due to cap detachment. No DHR review has been performed for the complaint device as the lot information is not recognized; based on a review of the initial investigation product ra no initial containment action related to the individual complaint is recommended. The device has been returned with the cut return cap detached from the ceramic. The cut return cap was returned for inspection. There is no damage or clear evidence of the device being subjected to excess forces. There was no epotek visible on the ceramic but epotek was still present on the internal surfaces of the cut return cap. The return wire attachment weld was faint on the return cap base. A CAPA has been initiated to investigate this failure mode further and identify any potential preventative /corrective actions. The severity and frequency are as anticipated in the risk documentation. At this point in time, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Device history lot: no DHR review has been performed for the complaint device as the lot information is not recognized; based on a review of the initial investigation product ra no initial containment action related to the individual complaint is recommended.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.